Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The proximal set up joint (suj) unit underwent advanced failure analysis, and the reported problem was confirmed but not replicated. In the system logs, an error 32101 was confirmed indicating voltage faults reporting to the acu, followed by error 319 starting at the distal, indicating communication faults occurred below the proximal. Further RMA investigation found that proximal suj and flex cable replacements did not resolve issue, and replacing distal suj (sn: (B)(6)) addressed issue in the field. As a result of these findings, failure analysis could not determine a root cause at this time as the proximal suj is considered the wrong part sent back.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy surgical procedure, the customer encountered an error that required a restart. Prior to calling, the caller had power cycled the system three times and was receiving an error 40064. Errors 319 and 40064 were observed in the system logs on armnet 1. The caller did not have the option to disable the universal surgical manipulator (usm). The technical support engineer (tse) walked the caller through an emergency power off (epo) of the robot with no change. The tse walked the caller through one additional power cycle while the user held the usm 1 clutch button and power cycled the system with no resolve. The caller was unsure how the surgeon was going to proceed with the case. They noted that they would possibly move the patient to a different operating room with a da vinci xi. The procedure was converted to another da vinci with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during a partial nephrectomy procedure and caused 15 to 30 minutes of procedure delay. They undocked the da vinci 5 and rolled in a da vinci xi to continue. The procedure was completed robotically and there was no injury or harm to the patient.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the proximal set up joint (suj) and flex 1, but the issue did not resolve. The fse identified that the errors followed the distal suj when swapping it between system arms. After the fse replaced the distal suj, the errors were cleared. The fse programmed the system. Isi has received the da vinci product with an alleged issue to perform failure analysis; however, the investigation is in progress.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the distal set up joint (suj), proximal suj, and flex 1 involved with this complaint to perform failure analysis. The distal suj and proximal suj were analyzed by failure analysis and the reported problem was confirmed and replicated on the distal suj. For the proximal suj, the reported problem was confirmed but not replicated. In the error logs, an error 32101 was confirmed indicating a hardware fault reporting to the axes controller setup (acu) board for the proximal suj. In the error logs, an error 319 was confirmed indicating node communication faults starting at the distal suj. They installed the distal suj with returned proximal suj on is4000 system and the error 319 was triggered on startup. They separated the distal suj and proximal suj and errors followed the distal suj, with no other faults occurring on the proximal suj. They tested the proximal suj on an is4000 patient side cart fixture test platform (pftp) where no faults occurred. They tested the distal suj on an is4000 pftp where it failed node check. Aba tested axes controller tornado (act) board and verified it to be the source of the fault. After testing was complete, visual inspection found no faults related to the reported event. As a result of these findings, failure analysis concluded that the act board was the root cause of this issue. Additionally, the flex 1 was analyzed by failure analysis and the reported errors were confirmed but could not be reproduced. The error logs were reviewed and it was confirmed that these errors did trigger in the field. Upon visual inspection, no issues were found that would be related to the reported event. According to notes from the field service engineer (fse), replacing the op flex did not resolve error 32101. From this finding, failure analysis concluded that the part was not associated with the issue. A review of the site¿s system logs for the reported procedure date was conducted by an isi quality engineer. Investigation revealed the following possible related system errors: 319 indicating nel: the node ac_1b configured to be present did not respond during system starting up; 40064 indicating nes: software error indicating unexpected function return value; 32101 indicating rel: local frl was hit because of a high side switch error on acu (suj1 proximal outer) and 288 indicating a timer was set for a system action to complete and it timed out. The cause was likely related to arm 1 proximal or upstream fiber.

Event description:
Refer to h11 for follow-up information.